Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not flowing out of the cartridge and infusion set tubing during the load fill tubing sequence. Reportedly, a cartridge and infusion set change was performed resolving the issue. Customer's blood glucose level was 163 mg/dl.